Manufacturer narrative:
It has been reported that the patient has recovered from the injury and was discharged from the hospital.

Event description:
It was reported that the cot allegedly tipped over while transporting a patient when the emts were pushing the cot at its full height and sideways. It was reported that the patient's head hit the ground and the patient received a subdural hematoma requiring treatment.

Manufacturer narrative:
No defects or malfunctions were identified with the device that would have caused or contributed to the alleged event. This issue was resolved for the customer by inspecting the device, ensuring proper functionality, and returning it to use.

Event description:
It was reported that the cot allegedly tipped over while transporting a patient when the emts were pushing the cot at its full height and sideways. It was reported that the patient's head hit the ground and the patient received a subdural hematoma requiring treatment.